Event description:
It was reported that a patient (pt) experienced a break in aseptic technique coincident with peritoneal dialysis (pd) therapy resulting in peritonitis. The break in aseptic technique was further described as the pt was performing therapy while traveling in the car and aseptic technique was possibly compromised. The peritonitis was manifested by cloudy effluent, chills, and severe abdominal pain. The patient went to the emergency room and was later hospitalized for the event. The patient was treated with unspecified antibiotics intraperitoneally (once a week). The patient was discharged from the hospital after one week. At the time of this report, the patient had not yet recovered from the peritonitis. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). This is a report of a patient who experienced a break in aseptic technique resulting in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.